Event description:
N/a.

Manufacturer narrative:
Tw # (B)(4). Updated sections: b4, d10, g3, g6, h2, h3, h6, h11. The device was returned to the factory for evaluation on 08/27/2025. An investigation was conducted on 8/27/2025. A visual inspection was conducted. Signs of clinical use and evidence of dried blood was observed on the heater wire. There were no visual defects observed on the clear intact silicone insulation on both the cold and hot jaws. The heater wire was observed to be intact with no visual defects observed. An electrical evaluation was conducted. A pre-cautery test was performed per the instruction for use (IFU) with a reference cable, adapter and reference power supply at level 3.0. The device turned on and an audible sound was heard when activating the toggle. The device passed the pre-cautery test. It produced visible steam and heat during ten (10) 3-second activations. The device was tested for the safety shut down system as the device would turn on, and produced visible steam. An activation and transection capability test was performed over four (04) repetitions using "max life test method. The device successfully transected tissue five (5) times. The jaws were gently cleaned of debris and char with a saline and gauze pad as indicated in the direction for use (cv000008979). A temperature and resistance test was conducted to evaluate the device function per hemopro 2 final test. The resistance value was measured at .68 ohms which is within specification. The device passed the temperature measurements test. The displayed temperature increased and turned green within the 2 second specified timeframe. Based on the the evaluation results, the reported failures "material twisted/bent wire" and "intermittent continuity" were not confirmed. The lot # 3000466953 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failures.

Event description:
The hospital reported that the vasoview hemopro 2 cutter started to only intermittently work after only five or six cuts. They switched the power supply but that did not solve the intermittent power issue. She stated that she withdrew the cutter to clean it and noticed that the metal heating wire looked deformed. They switched to a new kit and the case was completed without further issues. There was no procedural delay. Pre procedure wet gauze testing was performed without issues for both kits. There were no effects to the patient.

Manufacturer narrative:
Tw (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.